Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. Normal appearance of a left essure device with adequate tubal occlusion. Extensive stricturing of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material.. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Essure lot number added. Product indication updated. Essure implant and explant date added. Following events were added: embedded within the lumen of the fallopian tube is a thin metal coiled wire,pain, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: anxiety/mental anguish, depression and dysmenorrhea (cramping). Event onset date were added. Event outcome added for: pain. Medical history, lab data, concomitant, historical and treatment medications were added. Reporters added. Event plaintiff began to experience complications replaced with new more specific events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, vaginal haemorrhage, vaginal infection, anxiety, depression, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and bacterial vaginosis had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: 1. Extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. 2. Normal appearance of a left essure device with adequate tubal occlusion. 3. Extensive stricturing of the endometrial cavity. She received treatment for pelvic pain, menorrhagia and bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: new events post procedural complication, bacterial vaginosis, outcome of event, rcc and reference updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, vaginal haemorrhage, anxiety, depression, dysmenorrhoea, post procedural complication and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, bacterial vaginosis, bladder disorder, urinary tract disorder, cystitis, vaginal discharge and genital haemorrhage had resolved. The reporter considered anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: 1. Extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. 2. Normal appearance of a left essure device with adequate tubal occlusion. 3. Extensive stricturing of the endometrial cavity. She received treatment for pelvic pain, menorrhagia and bacterial vaginosis, vaginal discharge, uti, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material.. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, vaginal haemorrhage, anxiety, depression, dysmenorrhoea, post procedural complication and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, bacterial vaginosis, bladder disorder, urinary tract disorder, cystitis, vaginal discharge and genital haemorrhage had resolved. The reporter considered anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: 1. Extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. 2. Normal appearance of a left essure device with adequate tubal occlusion. 3. Extensive stricturing of the endometrial cavity. She received treatment for pelvic pain, menorrhagia and bacterial vaginosis, vaginal discharge, uti, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: abnormal bleeding, bladder infection, bladder problems, urinary problems, uti, vaginal discharge. Event outcome updated: rcc comments added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: 1. Extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. 2. Normal appearance of a left essure device with adequate tubal occlusion. 3. Extensive stricturing of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material.. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the fallopian tube is a thin metal coiled wire'), pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and rash. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast lump, tenderness, vaginal discharge, bacterial vaginosis, urinary frequency, urinary urgency and endometrial ablation. Concomitant products included celecoxib (celexa) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), metronidazole (metrogel) and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, vaginal haemorrhage, anxiety, depression, dysmenorrhoea, post procedural complication and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, bacterial vaginosis, bladder disorder, urinary tract disorder, cystitis, vaginal discharge and genital haemorrhage had resolved. The reporter considered anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils on the right side. A similar fashion was used on the opposite side with 2 trailing coils on the left side. Hysterosalpingogram (hsg): (B)(6) 2009. Impression: 1. Extension of minimal contrast along the proximal third of the right essure device. A repeat hysterosalpingogram should be considered prior to clearing the right essure implantation. 2. Normal appearance of a left essure device with adequate tubal occlusion. 3. Extensive stricturing of the endometrial cavity. She received treatment for pelvic pain, menorrhagia and bacterial vaginosis, vaginal discharge, uti, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2009: result: unilateral occlusion (left tube occluded).. Pathology test - on (B)(6) 2011: result: 1. Uterus and cervix: chronic cervicitis with parakeratosis. Chronic endocervicitis. Disordered dyssynchronous endometrium. Focal adenomyosis. Portions of probable fallopian tube with foreign body giant cell reaction and foreign material. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: abnormal bleeding, bladder infection, bladder problems, urinary problems, uti, vaginal discharge. Event outcome updated: rcc comments added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.